Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a low absorption set leaked onto the floor. This occurred during priming with saline solution. The reporter stated that the tubing appeared "flat as [if] it had been hit with a warm iron." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection revealed that the tubing of the set was sealed by the packaging machine and also that there were missing seal marks. The reported condition was verified. The cause was determined to be due to a machinery issue during the manufacturing process. To address this issue, a CAPA was opened and updates were made to the involved machinery. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.